Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulator (scs) lead migration. The patient underwent a lead replacement procedure and the explant lead will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.